Event description:
A patient had re-visitation surgery for a knee repair unrelated to any product defect.during the procedure,the surgeon was attempting to remove pervious mitek fixation device from the patients femur,and during this process the distal tip of the mitek screwdriver broke off and was stuck in the head of the fixation device that was being attempted to be removed.the surgeon burred the bone around the head of the fixated device and removed it along with the broken driver tip using vise grips.the procedure was extended by 1 hour to find and remove any broken driver tip fragments.ther re repair was concluded successfully without further incident or harm to the patient.